Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was cardiac unknown. No further information is available at this time.

Event description:
Additional information received: device was explanted and replaced on (B)(6) 2015 before patient's death on (B)(6) 2016 and the device did not contribute to patient's death.